Event description:
It was reported that insulation damage was observed. The lead was repaired and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.